Event description:
It was reported that the patient underwent a hysterectomy procedure on (B)(6) 2024 and barbed suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed to another one to complete the surgery. There was no patient consequence reported. Additional information was requested.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: if possible, please provide the lot number. Unk attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Investigation summary: the product was returned to ethicon for evaluation. One needle suture in two sections that pertains to the product code sxmp1b413 were received for evaluation. Upon visual inspection of the returned sample, the extremes that appear to be cut probably caused by a surgical instrument were observed. In addition, a damage was noted on the body suture. The product code sxmp1b413 contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined. As per the condition of the returned sample, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.